Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007 alleging high readings on their one touch ultra meter compared to their feelings. A medical affairs specialist (mas) sent follow up questions and obtained the following information: on the night of the day before, around 7:30 pm, the patient tested himself and obtained a 381 mg/dl and he took his usual dosage of insulin in the evening, which was 26 units of slow insuman insulin. He did not exhibit any symptoms at the time of testing. He was not alarmed with the readings, due to the activities he did that day. The patient then ate dinner which consisted of fish, rice, cheese and a piece of bread and then went to work. He does not eat a snack at work and usually waits till he comes home to eat. He came home the morning of original date at 8:00 am, asymptomatic and tested his blood glucose and obtained 390 mg/dl. Approximately 30 minutes later, he reported that he started to exhibit symptoms of sweating and trembling. He then ate a lump of sugar and quickly felt better. He then took his usual dosage of insulin in the morning and then contacted lfs for assistance before eating his breakfast. The patient denied contacting his physician. The technique of applying the blood on the test strip was correct. The patient did not test on another device. A quality control test was not done since the patient did not have any control solution. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient alleged he obtained a result of 390 mg/dl and 30 minutes later exhibited hypoglycemic symptoms. The patient reported he treated himself based on his symptoms and felt better right after treatment.